Event description:
It was reported that during a biliary stenting treatment procedure, the handle detached. The target lesion was in the common bile duct (cbd). A 8fr 10x80 194cm wallstent biliary had been advanced to the target lesion. During deployment, with the unspecified type to scope "in long position and curved", resistance was encountered and the "transparent part detached from the blue catheter". The stent was unable to be deployed. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "ok".